Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side possible leak.

Event description:
Patient reported a right side "possible leak." Device remains implanted.